Manufacturer narrative:
(B)(4). Additional information: only staples. No analysis was performed as only 5 staples partially formed were received.

Event description:
The caller reported that the surgeon uses the product to affix skin grafts to burn sites. When the physician removes the staples after being placed for a couple of days, the legs of the staples disconnect from the body of the staple. The legs of the staple remain in the patient¿s skin.

Manufacturer narrative:
(B)(4). Additional information: how many times has this issue occurred? Have only noticed this one time. What device was used to remove the staples? Hemostat. Please provide the lot number for the device? Do not have the specific lot #. When was the procedure date? (B)(6) 2014. Is the device(s) available for return? No. Would you like a replacement? Yes.